Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This product is not approved for sale in us but a similar device with catalog# 55811014535, 510k# k122433 and UDI (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery due to herniation at l3-4. Post-op, the patient complained of infection. The implanted screw got loosened due to infection around the implant. Patient underwent revision surgery (transforaminal lumbar interbody fusion) for removal of implant and to wash the affected part.